Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery (lad). Following pre dilation of the lesion using a 2.50 x 8 mm semi-compliant balloon, a 2.50 x 20 mm synergy stent was deployed. The stent was post dilated with 2.50 x 8 mm non-compliant balloons. A proximal edge, flow limiting dissection was noted. The dissection was covered with another synergy stent and the procedure was completed successfully. The patient condition was good post procedure.